Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a visi-pro balloon expandable stent system for the treatment in the right mid common iliac artery. Device was prepped as per IFU with no issues identified. Stent was inserted into the sheath and then removed out of the sheath. Upon reinsertion, physician noticed the stent was not on the balloon. Stent was observed in the patient, over the wire but not expanded. The balloon was put back in and it was able to go back inside of the stent. Once stent was remounted it was moved and implanted at the correct location to complete the procedure. No patient injury reported.